Event description:
Attempted removal of catheter aborted when obstruction was encountered. Injection of the PICC line was performed with contrast media and demonstrated the tip to be at the junction of the basilic and axillary veins, with free flow of contrast but with a capping defect indicative of proximal thrombus. After considerable manipulation, catheter was successfully removed.